Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a potential reportable event. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device had no voltage. No data was available for review. The reported event of the transmitter stopped working was undetermined via product. The probable cause was unable to be determined.